Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump was randomly shutting off. It was stated that they were out fishing and the customer looked down and found the display was blank. The customer pressed the up arrow button and it turned back on and every time he would press the up arrow button it would shut the screen off. Customer's blood glucose value was 307 mg/dl; treated with the insulin pump. The display was not blank less than 30 seconds and was not blank at the time of the call. It was confirmed that the battery cap was not damaged or corroded. It was advised that a battery cap replacement would be sent and to monitor the insulin pump.